Event description:
It was reported that the customer informed the technical support engineer (tse) that the energy cable ports were loose and the energy cables were falling out of the e-200 generator. There was no report of patient involvement or patient injury. Isi followed up with the customer and obtained the following additional information: the customer informed the unit was replaced a couple weeks ago.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.